Event description:
The user facility reported a 66-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the patient had an access site bleed from patient movement which was treated by expressing the hematoma and giving 1 unit of blood. The patient was not a candidate for advanced therapies and the patient decided to withdraw care and expired after 9 days of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient movement. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12970. B2 outcomes attributed to adverse event: death was inadvertently not selected, and date of patient death was missing. H1 type of reportable event. H.6 code 4755 was reported incorrectly. New codes were added to health effect - impact code and component code.